Event description:
Additional information was received: it was reported that last friday, the patient received a complete replacement of his dbs system. New electrodes, extensions (all sensight) with the percept rc. During the explantation of the old system, the insulation on the extension was found to be defective. The customer did not want to send the products to medtronic. The case was solved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported that the patient's implantable neurostimulator (ins) switches off spontaneously without external influences. The patient was in a bad condition due to their emerging symptoms. After a short time (few seconds to minutes) the ins would come back on, but the patient had already fallen due to the ins switching off. There were no impedance problems or defective cables discovered. They were possibly going to replace the ins, but the issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext. Serial# unknown. Product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.